Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. Sealant was visible through the shuttle cartridge side slit. Blood was observed on the outer surface of sealant. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and the introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. A review of the lhr was not possible as the lot number was not provided. Based on the provided info and the investigation performed, the probable root cause for the failure to deploy couldn ot be conclusively determined.

Event description:
It was reported by the aci sales professional that a (B)(6) male pt underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 7mm. Peri-procedure, the pt was anti-coagulated with heparin. Following the procedure, physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the white advancer tube was not visible after the physician withdrew the sheath to the black handle. The pt was converted to 25 minutes of manual compression at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.